Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device evaluated by MFR: device not returned.

Event description:
It was reported that air bubbles were observed within the tubing. Attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided. There was no reported adverse impact.